Event description:
Procedure type: roux-en-y. According to the reporter: the surgeon was attempting to complete the gastrojejunostomy anastomosis portion of the procedure. He inserted the device through the trocar, opened the staple load and inserted the anvil and staple side into the portions of the gastric pouch and jejunum. He closed the staple load, inspected the tissue, pushed the green button on the stapler handle and proceeded to fire using the ring handle in a slow, controlled firing sequence. He finished fully firing the staple load, pulled back on the return knobs and removed the staple load from the tissue. Upon removal of the load, the anastomosis opened up and staples began to fall out of the tissue. Upon further inspection, the proximal half of the staple line never formed (staple legs were straight) while the distal half did form b-shapes and was intact. The issue was corrected by sewing the remainder of the staple line and over-sewing the portion that was...

Manufacturer narrative:
(B)(4).